Manufacturer narrative:
A follow-up report will be filed if more information becomes available. The reported event was initially evaluated as subject to alternative summary reporting (asr) granted by the agency on may 8, 2007. Evaluation of the returned sample revealed it did not qualify for asr reporting and therefore, we are filling the MDR. The iab, teflon sheath, 6' ap line, and one-way valve were returned. The guidewire was not returned. There was frank blood in the iab and pump tubing. The central lumen was broken in 3 places, approx 28, 29.5, and 35 cm from the proximal end of the bladder. The sheath was moved down the catheter for further evaluation of the bladder. A vacuum was pulled on the one-way valve and held. A different guidewire was fed thru the central lumen, but would not pass the breaks. The iab was submerged and pressurized in water. Bubbles exited the distal tip and luer, indicating a broken central lumen. After blocking both ends of the iab, bubbles exited the catheter, approx 28 cm from the proximal end of the bladder. The catheter was examined under magnification and a hole was located approx 28 cm from the proximal end of the bladder. There were no holes found in the bladder. The hole in the catheter appeared to come from the inside, possibly from the broken central lumen. Due to the condition of the returned iab, it cannot be determined how or when the iab was compromised. A DHR re-review was conducted on the iab and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint. It can not be determined with certainty how the central lumen was compromised.

Event description:
It was reported that two and one half hours after intra-aortic balloon (iab) insertion, blood was found in the line. The iab was removed and another iab was inserted with success. The pump used was another brand. There is no report of pt complications.